Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) eroded through the patient's skin. A drain was used and the patient received antibiotic treatment prophylactically. The ipg was explanted. The right ventricular (rv) lead and right atrial (ra) lead were capped. The patient received a leadless ipg. No further patient complications have been reported as a result of this event.